Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad during a bolus attempt. He stated that nothing worked on the insulin pump at all, and he took the battery out several times. He noted that the insulin pump worked in the morning, but by afternoon, all buttons worked except for the act button. He was no longer receiving the button error alarm but was unable to bolus. He did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. He noted that the battery compartment's threading was chipped. He reported that sand may have gotten into the device since the physical damage was present for at least about a year. He was unsure how the damage occurred, stating that he may have dropped the device. He was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with broken battery tube threads, and minor scratches on the lcd window.